Event description:
It was reported that following treatment in the anterior tibial artery, the catheter separated from the plastic portion of the metal cross tip. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was conducted the lot met all release criteria. This is the only complaint reported to date for this lot number. The device was returned. The tip was examined under magnification and the outer catheter had been pulled out from the metal tip and was partially pushed over the tip no other anomalies were observed to the device. The investigation is confirmed for material separation based upon the condition in which the sample was returned. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.